Manufacturer narrative:
The patient had pseudarthrosis at the pso site causing both unid rods to fracture. The broken rods are probably due to a delayed fusion around the pso site (non-union). Patient will be revised of (B)(6) 2018. Medicrea international is submitting this report on behalf of importer: (B)(4).

Event description:
The patient had pseudarthrosis at the pso site causing both unid rods to fracture. The broken rods are probably due to a delayed fusion around the pso site (non-union). Patient will be revised of (B)(6) 2018.